Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Data was downloaded from the receiver and reviewed, finding no errors related to the incident. The receiver log was reviewed and screen error alarms were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.